Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 4304377 - 2-010-02-0330 - composant femoral logic sans ciment t3 droit. 4602926 - 02-012-45-3040 - embase tibiale fit logic cimentee 3f/4t. 4556115 - 200-02-35 - rotule 3 plots diam 35 8.5mm optetrak.

Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2017, underwent a revision surgery on (B)(6) 2024, approximately 7 years 2 months post the initial procedure. The patient presented, suffering from chronic, painful aseptic synovitis of the left total knee prosthesis. They had laxity, pain, and effusions. A synovectomy was performed, and the pe was changed. There were no reports of surgical delay or device breakages during the procedure. X-rays and photos were not able to be obtained. Device return is unknown. The rep has asked the cinque but they are unsure at this time if they will make the devices available for analysis. No further information.